Event description:
It was reported that the atrial lead had exhibited high capture thresholds following implant. The lead was determined to have dislodged. The lead was revised. The next day, poor electrical measurements were seen. The lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).